Event description:
This customer reported that they got "no shock delivered" messages for the first two shock attempts. The third shock was delivered and converted the pt rhythm. There was no impact to the pt.

Manufacturer narrative:
This customer reported that they got "no shock delivered" messages for first two shock attempts. The third shock was delivered and converted the pt rhythm. There was no impact to the pt. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.